Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small bubbles were observed in the line of a ce intermate sv (small volume) 200 ml. It was further reported that the size of the bubbles increased to about a finger width size and were infused to patient before the line could be clamped. This issue was identified towards the end of a 30 minute amikacin infusion to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 25, 2020 - march 26, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that the blue coil cap was detached from the housing, due to the housing being malformed. Further inspection was performed, and no air bubbles were observed in the tubing line or in the bladder. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition of air bubbles in the line was not verified. The cause of the malformed housing could not be determined. However, the probable cause was, due exposure to extreme heat temperature, during storage/shipping. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.